Event description:
The customer reported the system would shut down and reboot without command. Uncommanded system shut down. This is a reportable event. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem the system operates as intended.